Event description:
A patient, was grafted in 2002 with 48 epicel grafts, lot number ee00380. Expired in 2002 from septicemia. The event was assessed as not related to the use of the epicel grafts. No further information is anticipated. Manufacturer's comment: batch records for this patient were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing nonconformances were associated with this patient. Sterility tests samples collected pre-release and final product release were negative for growth.